Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on (B)(6) 2019: the procedure being completed was a flexible ureteroscopy.

Manufacturer narrative:
D10 investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, the instructions for use, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted: the device was returned with the handle and the basket formation in the open position. The knot of the basket formation was found to have slipped apart. A kink was noted in the basket sheath 1 mm form the distal end of the support sheath. Functional testing of the device noted the handle could actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other complaints were determined to be device related, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records found two other complaints associated with the complaint device lot. One complaint was for a non-similar issue. The other complaint was for a deformed basket, as well. This similar complaint was reported by the same customer. All devices are inspected for damage and functionality during manufacturing and quality control checks. Both devices experienced similar damage from the same customer, indicating there might be a use related issue causing damage to the device baskets. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a damaged basket. The knot at the distal tip of the basket had separated and the basket no longer was shaped properly. The provided information stated the device was tested before use. It is likely the device was damaged during use. The cause for the damage is unknown, but may have been related to factors such as the size/shape/location of the stone(s), user technique, or interaction with the scope or other devices used. Most probable cause cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on 30oct2019.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unknown procedure using a ncircle tipless stone extractor, the basket formation would not open. Another extractor was used to complete the procedure. No adverse effects to the patient have been reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.